Event description:
Health professional reported after injection with juvederm ultra in the "upper lip", the pt experienced "severe lip and cheek allergic swelling" on the date of injection. Hydrocortisone 200 mg was administered intravenously and 10mg of prednisone was administered orally over 3 days. Symptoms are ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or pt details has been requested. No additional information is available at this time. The event of allergic reaction and edema are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.